Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced due to normal battery depletion. Initial laboratory analysis results indicate this device may declared elective replacement indicator (eri) prematurely.